Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was on (B)(6) 2011, patient sought treatment because of low back pain, radicular pain that went down both lower extremities, numbness and severe paresthesia in both feet. On (B)(6) 2011, patient underwent following procedures: a direct lateral lumbar diskectomy l4-l5; lateral lumbar interbody fusion l4-l5 using auto and allograft; direct lateral interbody cage implant l4-l5; axial lumbar diskectomy l5-s1; placement of axial lumbar interbody cage, l5-s1; posterior spinal instrumentation l4-l5 and s1; posterior spinal fusion l4-l5 and s1 using auto and allograft; lumbar laminectomy l4-l5, l5-s1; and bilateral foraminotomy (lateral recess decompression l5-s1 using baxano. The patient was also implanted with rhbmp-2/acs and puregen. Post-op, on (B)(6) 2011, patient reported continued numbness and tingling in both feet when sitting for prolonged periods of time. Patient alleged that his situation had only gotten worse since the surgery.

Event description:
It was reported that on: (B)(6) 2011: patient presented with pre-op diagnosis: difficult foley catheter placement and underwent procedure: flexible cystoscopy with placement of foley catheter. Patient also underwent l4-5, l5-s1 minimal invasive lumbar fusion. On (B)(6) 2011: patient presented with following pre-op diagnosis: l4-l5, l5-s1 degenerative spondylolisthesis. L4-5, l5-s1 degenerative spinal stenosis. L4-5, l5-s1 bilateral foraminal stenosis. Patient underwent following procedures: direct lateral lumbar discectomy l4-5. The lateral lumbar interbody fusion l4-5 using auto and allograft. Direct lateral interbody cage implant l4-5. Axial lumbar discectomy l5-s1. Placement of axial lumbar interbody cage l5-s1. Posterior spinal fusion l4-5 and s1 using auto and allograft. Posterior spinal instrumentation l4-5, s1. Lumbar laminectomy l4-5, l5-s1. Bilateral foraminotomy (lateral recess decompression l5-s1). Patient underwent fusion surgery using rhbmp-2 and tolerated the procedure well. On (B)(6) 2011: patient presented for physical therapy due to lumbar degenerative disk disease, lumbar stenosis. Patient underwent sessions of physical therapies from (B)(6) 2011 due to low back pain. On (B)(6) 2013: patient presented for a follow-up visit and underwent a review of systems which revealed positive for myalgias and gait problem.